Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2017: patient received a right attune total knee to treat severe osteoarthritis. The patella was resurfaced and depuy cement was utilized. The procedure was completed without complications. (B)(6) 2020: patient underwent a right knee revision due to recurrent pain. Serial radiographs indicated migration of the tibial tray. Infection work up was negative. The femoral component was removed with no bone loss except around the distal post. There was no bone loss around the tibial tray. Attune revision implants were placed at revision with depuy cement. The patella was retained. Doi: (B)(6) 2017, dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.